Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was in a usual state of health, had a mechanical fall at their home, was found thirty-six hours later by a caregiver, and brought to the emergency department. The patient was found to have hyperkalemia due to missing dialysis. The patient presented in shock with components of hypovolemia, sepsis, and cardiogenic shock. The patient was given fluids and antibiotics and underwent dialysis. Following the patient¿s admission to the emergency department, the patient¿s mental status declined, a chest computerized tomography (CT) showed possible right atrial (ra) lead vegetation or thrombus, and their blood cultures were negative. The patient was placed on comfort care and subsequently passed away nine days later and the cause of death was noted to be end stage renal disease. The patient is a participant in a clinical study.